Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported by the hcp that the patient had stopped using their interstim 5 years ago due to no relief. It was reported that the health care physician (hcp) had implanted another device on (B)(6) 2019. There were no further complications reported.